Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/13/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. The shared log was reviewed and did not confirm loss of connection. The reported event of a loss of connection was not confirmed. A root cause could not be determined.